Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the ins was not capable to be read. The patient was not able to activate/deactivate the ins. Moreover, the ins was not able to receive a charge. There were no environmental/external/patient factors that may have led or contributed to the issue. Several attempts to read the device with different clinician programmers were made. Physician recharge mode (prm) was also attempted twice and the device did not respond. The ins was replaced, and the issue was resolved. No symptoms were reported, and the patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
H2. Correction: please note, h6 codes b17 and c20 no longer apply to this report. H3. The returned implantable neurostimulator (ins) [serial # (B)(6)] was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after one full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the data report taken from the ins, the last recharge while implanted took place on (B)(6) 2021 and the battery was charged to 4.010 volts. On (B)(6) 2021 the battery had depleted to the "therapy unavailable" mode. Subsequently, the battery depleted to an over discharged state prior to being received for analysis. Analysis identified that the ins was functioning within specifications but has reduced capacity due to one overdischarge. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.